Event description:
It was reported the patient had his spectra penile prosthesis removed in 2014 for unspecified reasons. The patient had only one cylinder re-implanted on (B)(6) 2017 due to fibrotic tissue inside the corpora cavernosum making it difficult to dilate the corpora. No patient complications were reported in relation to this event.